Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d1, d4, d9, g1, h3, h6. Device evaluation based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flow opening. Anxiety product/ procedure: unable to observe as it is not related to the manufacturing process.

Event description:
Healthcare professional reported rupture of saline implant. Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported rupture. Record is for left side. Device has been explanted.

Manufacturer narrative:
Continued: e1- email: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported rupture. Record is for left side. Device has been explanted.